Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and high blood glucose. Customer's blood glucose level went as low as 50 mg/dl and as high as 400 mg/dl. Customer experienced issues with their sensor and their sensor would inaccurately tell them their blood glucose level. Customer advised they had a bent sensor, they jumped in a pool while wearing the insulin pump and they advised the insulin pump was placed in rice. Customer advised this was a past event and that the device worked better now. Customer advised after troubleshooting that their blood glucose versus sugar glucose was in a better range.